Manufacturer narrative:
Visual assessment of the device shows the outer portion of the anchor is missing and not returned for evaluation. The inner screw remains on the inner shaft. Inner shaft has been drawn into the outer shaft. Torque limiter was functionally tested and found to perform as intended. Removal of the inner screw showed the inner shaft to be bent. The inserter tines of the outer shaft are bent as well. This condition is indicative of off axis insertion. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair¿. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that when placing the anchor into the drill hole, inserter and anchor appeared to be appropriately aligned. When tapped, the distal part of the anchor broke off. The inserter was removed with threaded grub screw intact. The remainder of the anchor was removed with graspers. A small portion of the distal anchor may have remained in the distal drill hole. Surgeon felt it would remain in place and not cause injury or harm to the patient. A new hole was drilled and a new anchor successfully deployed. The patient's bone quality was reported as normal. A four minute delay was recorded.